Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that customer reported that insulin delivery suspended because of customer¿s blood glucose was 200 mg/dl and sensor glucose was 40 mg/dl. Insulin delivery suspended second time as the blood glucose was 185 mg/dl and sensor glucose was 47 mg/dl. The difference is outside the acceptable range. The sensor will not be returned for analysis.